Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd microlance hypodermic needle 21g x 1.5" green the needle was clogged. The following information was provided by the initial reporter: there are no holes in the needles, can't be used.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 304432 and lot number 210939. The review established that all production and quality processes were carried out normally and no abnormalities or quality notifications related to this reported incident were identified. As samples were not available for return, twenty retained samples of the reported lot number were obtained for further evaluation by our quality engineer team. Through examination of the retained samples, no signs of defect could be identified. Based on the limited investigation results, an exact cause related to the manufacturing process could not be identified for the reported issue.

Event description:
It was reported while using bd microlance hypodermic needle 21g x 1.5" green the needle was clogged. The following information was provided by the initial reporter: there are no holes in the needles, can't be used.